Event description:
It was reported by the customer that the cutter motor worked intermittently when the wire on bottom of driver was flexed. The procedure was completed by moving wire until cutter worked. No patient consequence reported.